Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported ' downstream occlusion' which was reproduced. A review of the event history log identified the 'downstream occlusion!' Messages. The cause was determined to be the force sensor readings were out of the calibrated specification range. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.